Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery depleted from 60% to 10% within 10 minutes. Subsequently, the pump shut off due to insufficient power. Customer reported blood glucose (bg) level was 350 (mg/dl) and a manual injection was delivered for correction. The customer stated they overcorrected for the high and their bg level dropped to 60 (mg/dl). Orange juice was consumed to address the low bg. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.